Event description:
Received call from bedside nurse requesting a call back regarding PICC line. Per bedside nurse the connector (purple) piece that receives the luer lock caps came apart from the tubing piece that goes to the PICC line. She immediately clamped the line and switched over the infusion to the red lumen. Bedside rn states the line did not touch anything such as bed sheets of patient. I advised her to cover the end of the exposed line and mark do not use. PICC was originally placed in ir 4 weeks ago. I spoke with first contact and notified her of this. Also notified her that the PICC will need to be exchanged in ir. The dressing that we are using is the institution standard ---the sorbaview shield the site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.